Event description:
It was reported that there was a lead migration due to a fall, resulting in stimulation in the wrong location. The methods of troubleshooting consisted of impedance testing, x-rays and reprogramming. It was unclear what the results of the impedance tests and reprogramming were. A revision was attempted to resolve the issue; however, adequate stimulation coverage in the area of pain was not attained, so both leads and the implantable neurostimulator (ins) were explanted. It remains unclear if only one lead or both leads migrated and resulted in stimulation in the wrong location. The patient was doing fine following the explant.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).